Event description:
A malfunction alarm identified as malf 12 was reported, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any malfunction code recurred. The customer acknowledged and understood the instructions.